Event description:
While attempting to download info from the AED's pc card, a problem was found with the computer software. When reporter attempted to re-install the program, the software was "corrupt". New software was purchased and installed. The program still won't read the pc card. If the AED's were used on a pt in arrest, staff would not be able to retrieve a record of the event and AED function. While attempting to "load" info on a new pc card so reporter could be sure it wasn't a pc card problem, reporter attached the AED to myself. The AED analyzed my rhythm as "no shock indicated"; but, when reporter rubbed the electordes, it analyzed "shock indicated" and prepared a shock. The motion detection system should have interrupted the analysis. Because of the inability to retrieve info if the AED is used and the potential of misreading a rhythm, the devices have been removed from use.